Event description:
The event is reported as: the customer alleges that during use; the air flow was reduced and resistance increased. The tube appeared bent. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.